Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the device was unable to complete downstream occlusion testing due to a constant "clean load point 2" message, however the force sensor was found to be failing. A review of the event history log (ehl) multiple events of "downstream occlusion!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test high. This occurred during testing. There was no patient involvement. No additional information is available.